Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of over 600 mg/dl. Troubleshooting was performed. The customer was vomiting, thirsty, and had stomach pain. Troubleshooting was not performed and the customer stated that if a medical assistance is needed, her husband would take her to the hospital. It was also stated the customer blood glucose was 540 mg/dl and an hour later, the glucose level increased. The husband stated that the last time the infusion set was removed, the cannula completely bent. No further info was provided.